Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the needle was detached from the thread during an orthopedic surgery (soft tissue biopsy procedure of thigh). Another suture has to be used to finish the procedure. Additional information has been requested.

Manufacturer narrative:
Manufacturing evaluation - samples received:(B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received three closed samples to analyze this case. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.